Manufacturer narrative:
The device was received fully deployed. The device completed first and second prime in an expected number of pulses. The device was deactivated at 80 pulses. The needle mechanism was reset, and it redeployed as intended. No damages were observed to the needle mechanism that would result in the needle deploying early. The cause of this event cannot be determined. No damages were observed to the device that would result in the reported pain. The cause of this event cannot be determined. An 0x10 alarm was observed in the data. No timeouts nor drive stalls were observed. The device was reset and rerun. No alarms, timeouts, nor drive stalls were observed in the rerun data. The cause of this alarm could not be determined.

Event description:
It was reported by the patient that the needle shot early indicating a needle mech failure. The patient also experienced incredibly pain from the pod. The patient's blood glucose level rose to 324 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient successfully activated a new pod

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.